Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when "bg by ems was reportedly less than 40 mg/dl." The reported glucose values fall within the b zone of the parkes error grid at unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On the same day, it was reported that the patient went to sleep after starting a new sensor. The patient was unresponsive, so the parent called emergency medical services (ems). The behavior of the display device during that time was not documented. The bg by ems was reportedly less than 40 mg/dl. The patient was treated with dextrose and transported to the emergency department (ed). There, the bg was reportedly still below 40 mg/dl and the patient was given dextrose. The patient was medicated for back pain. The patient did not bring the mobile device to the ed. Sometime the same day, the cgm was high bias inaccurate with bg 133 mg/dl and egv 165 mg/dl. The patient was discharged (B)(6) 2024 and was doing okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.